Event description:
A physican attempted arteriotomy closure with the starclose vascular system after an interventional procedure. The starclose device was deployed successfully into the right groin. Post deployment, the physician could not remove the device. The pt was taken to surgery and the starclose device was removed surgically from the pt. An extended hospitalization was reported.

Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.